Manufacturer narrative:
After further review of additional information received the following sections have been updated g4,g7,h1,h2,h3,h6. As reported, the 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured within its nominal pressure. The maximum inflation pressure was six atm. Therefore, it was replaced with another same sized non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery which had mild calcification, mild vessel tortuosity, and 70% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The product was returned for analysis. A non-sterile saber rx 7mm x 4cm155 percutaneous transluminal angioplasty (pta) balloon catheter involved in the complaint was received for analysis coiled inside a plastic bag. Per visual analysis, a balloon leakage was observed on the proximal area of the balloon. No other physical characteristics could be observed at the naked eye. Sem analysis was performed to the received balloon unit to identify the possible root cause of the leakage condition on the balloon. Results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82213218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ was confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a burst condition with scratch marks noted to the outer portion of the balloon. Vessel characteristics of calcification with tortuosity and stenosis likely contributed to the reported event based on the analysis findings. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the calcified lesion or upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured within its nominal pressure. Therefore, it was replaced with another same sized non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. Vessel / lesion characteristics; the lesion had mild calcification, mild vessel tortuosity,70% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 6 atm. The device will not be returned for evaluation.